Event description:
The reported event was from an observational study for a femoral popliteal bypass surgery (fem-pop) with a flared-end graft. The patient underwent bypass procedure in left lower leg for arteriosclerosis obliterans. Graft occlusion in left leg was found by auscultation and manipulation on (B)(6) 2011. Re-do bypass was performed on (B)(6) 2011. The patient has recovered.

Manufacturer narrative:
A device history record review was performed and the device was found to have met all specifications. The sterilization records were reviewed and there were no deviations found during the process. Review of complaints does not show any similar reports related to a device failure. The report stated that the physician did not believe tha the event was related to the product. The other reports related to the observational study are: 1219977-2014-00055, -00056, -00057, -00059, -00060, -00061, -00062, -00063, -00064, -00070, -00074, -00077, -00098.